Manufacturer narrative:
The reason for this revision surgery was the femoral head dislocated form the constrained liner. The length of in vivo service was 6.5 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this lot. The root cause for the dislocation was reported as physical activity; the lifting ot heavy items. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient's son indicated that his father was in a mountainous area of the farm and while the patient was completing his physical activity, such as lifting heavy items, the femoral head dislocated from the constrained liner.